Event description:
It was reported the patient's device was removed due to a complaint of swelling and redness at the incision site since implant. Erythema and a puss discharge from the pocket site were reported. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).